Manufacturer narrative:
The nvisionvle optical probe was returned for evaluation in multiple pieces, with the balloon detached. Per the initial reporters' statement from the procedure, the nurse prematurely tried to pull the optical probe through the endoscope prior to deflation completing, detaching the balloon. Within the precautions of the nvisionvle optical probe instructions for use it states "when drawing the optical probe into the endoscope, if pillowing is observed, stop and either reinflate and deflate, or remove the optical probe and scope as a system."

Event description:
An nvisionvle optical probe (20mm) was placed through the endoscope into the stomach. During the procedure the balloon was not holding pressure as designed. The procedure was aborted, and the remaining air was suctioned to deflate the balloon, however the nurse prematurely pulled the optical probe back through the endoscope and the balloon became lodged at the opening of the endoscope channel. Excessive force used by the nurse ripped the balloon off the catheter leaving it in the esophagus. Biopsy forceps were used to retrieve the balloon from the esophagus. Patient was un-harmed, the airway was not occluded.